Event description:
Reporter indicated a vns patient was interrogated and found to be at low settings. The reporter believed the vns may have changed settings on its own. The vns settings were increased. The patient is new to the reporter. Attempts for programming history and additional information from the previous physician are in progress.